Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 441 mg/dl. Customer was assisted with troubleshooting. Customer stated that they performed 5 unit fill cannula and insulin did not exit and insulin pump alarmed insulin flow blocked. Customer stated that they run load reservoir with empty insulin pump until piston reaches end of travel and insulin pump alarmed with no reservoir detected. Customer stated that they did not have a plunger available. Customer stated that they rewind the insulin pump, reinsert the reservoir and run load reservoir or fill tubing to at least 5 unit. Customer stated that the alarm that occurred during fill tubing was insulin flow blocked. The devices will not be returned for analysis.